Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-45, lot#: j0454604v, product type: lead. Product ID: 3487a-45, lot#: j0454604v, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of other chronic/intract pain. It was reported that the patient was experiencing a jolting/zapping pretty hard. The patient stated that it occurred every once in a while, randomly, and it was really painful. The patient stated that the doctor thought that possibly the leads had to be moved. The patient inquired about newer device options. The device were reviewed and the patient was forwarded to their healthcare provider (hcp). The patient also stated that their device had been explanted on (B)(6) 2016 for normal battery depletion. The patient also stated that they had diabetes and that their calves cramp/get cold so they need to warm them up, however, this is not related to the device or therapy. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the shocking occurs most often while the patient is sitting in the car and sometimes while walking. The patient also reported their weight at the time of the event. No further information was reported.